Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurate result of "159 mg/dl" obtained on the subject meter compared to "105 mg/dl" on another meter (ot vita), within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2015). The patient¿s meter has been returned on 2/4/2015 and evaluated by lifescan product analysis on 2/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (04/03/2015). The patient¿s test strips have been returned on 2/23/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the returned test strip vial was found to be open (causing strip exposure). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.